Manufacturer narrative:
The device was not returned. Therefore, a product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nim probe was presented to biomed as ¿not working properly.¿ biomed contacted medtronic technical services and was unable to confirm the complaint. The probe responded normally. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.